Event description:
It was reported that the pump showed a "volume of 106 with 101.40 volume given". Visual inspection of the cassette appears to be empty with small air bubbles in the line. The pump is displaying an error code. Patient was not affected. No patient injury reported. It was reported that there is no additional information available for this event.

Manufacturer narrative:
Other, other text: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause of a pump over-delivering medication is the pump's expulsor. The most probable cause for air visible in line is a tubing/cassette issue. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.